Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/25/2019. A review of the device history records, retain and return cartridge lot testing was not applicable as the lots numbers are unknown. Searches of quality system processes (quality records, stability and complaints) show no indication of related performance issues identified with unexpected hb patient results during the timeframe of this incident. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/18/2019. Analyzer s/n 374463 was returned because it would not activate and was hot to touch. Failure analysis determined that the cause of the problem was the failure of a 100 ¿f tantalum capacitor (apoc p/n: 013827-01 01) c4 on the main board of the analyzer, between the primary battery and ground. The capacitor had failed such that it created a short circuit between the battery and ground; current flowing through the shorted capacitor caused heat damage, which gave the capacitor a burned appearance.

Manufacturer narrative:
Apoc incident # (B)(4). Correction: follow up investigation sent in error. The investigation has not been completed. Customer has not responded to requests for product information.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hemoglobin result of 11.2 on patient diagnosed with acute upper gi bleed, anemia due to acute blood loss. The patient was transfused with 2 units of blood. There was no patient information available at the time of this report. (B)(6). Date, collection and test times were not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. There were multiple attempts to obtain information but to no avail. Product lot is unknown at this time . The investigation is underway.